Event description:
It was reported that the omnipod personal diabetes manager (pdm) gave the patient four uncommanded boluses throughout the night. The patient's blood glucose (bg) was in range (exact bg levels were not reported).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.